Event description:
Related manufacturer reference number: 1627487-2022-00509, and 1627487-2022-00514. It was reported that the patient was not getting adequate therapy from their systems. As a result, surgical intervention occurred on (B)(6) 2021 and the systems were explanted.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The reported event for ineffective stimulation was not confirmed. As received, both leads were complete but cut. The leads were returned cut as a result of the explant procedure. Microscopic inspection of the lead segments did not identify any fractures. Functional testing of the terminal and stimulation segments were performed by measuring continuity between the contacts and the end of the corresponding cut wires. Continuity of the lead body segments were measured from end to end of each wire. No opens were observed in any of the lead segments.